Event description:
It was reported prior to a laparoscopically assisted vaginal hysterectomy the scrub nurse opened the lcs15 and attempted to assemble. The rep was in the room and observed correct assembly technique. Scrub rn had a very difficult time getting jaws to align correctly. The alignment pin was used. The scrub rn and reporter stated this has been a recent problem they have noticed, specifically with the newer packaging. The jaws were finally aligned after several attempts to assemble. There was no consequence to the pt.

Manufacturer narrative:
D5,6; h4: info not available, device not returned for analysis.